Manufacturer narrative:
A partial lead measuring 50.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient presented for follow-up in clinic when noise and intermittent capture were observed. Clavicular crush and lead fracture were also noted. The lead was explanted. The patient was fine during and after the procedure.